Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced capsular contracture with baker grade iii on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # 3504504bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. A manufacturing record evaluation (mre) of lot number 6947224 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 420cc and experienced capsular contracture with baker grade iii on the right breast implant. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450cc gel implants, catalog # 3504504bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.